Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the pump alarmed pump error. The customer¿s blood glucose was 68 mg/dl. After troubleshooting, the pump passed the self-test. However, it was reported that the pump shut off suddenly twice. The insulin pump will not be returning for analysis.